Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated samples no longer produced false results. The customer reported quality control (qc) was within specifications and after switching to a new reagent pack, there were no further issues. The customer did not report any change in laboratory practices. The customer stated further data will not be provided. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-02965 and 2122870-2011-02995.

Event description:
The customer reported low cancer antigen (ca) 19-9 result for one patient involving unicel dxi 800 access immunoassay system. This report refers to patient number one. The customer retested the patient sample and produced a lower result. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.